Event description:
The customer reported via phone call that the insulin pump was frozen. The customer also reported they were unable to clear the blood glucose reminder on the insulin pump. Cstomer also reported receiving a button error alarm. The customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump was exposed to moisture during a hike. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No frozen display was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.